Manufacturer narrative:
(B)(4). D10: concomitant devices - persona cemented cruciate retaining standard femoral component right size 5 catalog#: 42502605802, lot#: 67131453, persona cruciate retaining articular surface right 10mm catalog#: 42522000410, lot#: 67051893, persona cemented all-poly patella 32mm catalog#: 42540200032, lot#: 67149567. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a knee arthroplasty revision of the tibial components to address tibial stress fracture and loosening approximately thirteen (13) months post-operatively. No additional information is available.